Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was incorrectly assembled into the y component due to a twist in the upstream part. Pressure testing and clear passage under water testing were performed, and it was noted that there was a leak observed in the tubing due to the incorrect assembly. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type tur/bladder irrigation set was leaking from the tubing at the y shaped component. The leak was observed during preparation at the hospital prior to patient use. There was no patient involvement. No additional information is available.